Event description:
It was reported via a clinical report form from the post-approval stealth registry that during an orbital atherectomy (oa) treatment procedure, a flow-limiting, classification d, dissection occurred post-atherectomy. The target lesion was located in the sfa. It was tasc classification d, 320 mm in length, 80-100% stenotic, and fibrotic in composition. The physician used a stealth classic crown 2.00 mm for 5 runs: 1 at low speed for 30sec, 2 at medium speed for 30sec each, and 2 at high speed for 30sec each for total run time of 2min, 30sec. Post-intervention stenosis = 30-100%. He then treated via angioplasty with a 5x200 pta balloon at 8atms for two inflations of 3mins each with post-angio residual stenosis of 0%. No other lesions were treated during this procedure. A distal sfa cto as well as a flow-limiting, classification d, dissection in the proximal sfa were resolved in the lab via stent placement. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). Eval summary: the device was discarded by the facility.